Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) kept going off and was shocking her. It was a very strong stim and it lasted for a few seconds and stopped. The patient did not lose the feeling of stim. The first two days, it happened like 3-4 times then it started doing it continuously. There was no fall or trauma related to this issue. This was noted as a sudden change. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to obtain the cause of the event and the actions taken to resolve it. If additional information is received, a follow up report will be sent.